Event description:
It was reported that during a ptca procedure, the shaft of the catheter kinked and subsequently broke during removal from the guide catheter. No patient injuries or complications were noted.